Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se after an interventional procedure. Reportedly, the patient had a stenting procedure on (B)(6) 2011 and on (B)(6) 2012 experience a rash and hives from the waist down. It is unknown if the patient is allergic to the starclose se device. The patient is taking benadryl to relieve the itching. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. In this case, there was no product deficiency and the product was not returned for analysis. Hypersensitivity to the nickel content of the clip is a foreseeable event. The clip has high nickel content. The starclose se instructions for use states: the starclose se vascular closure system is contraindicated for use in patients with known hypersensitivity to nickel-titanium. Reportedly, it is unknown if the patient is allergic to the starclose se device. The reported patient effect of hypersensitivity is not necessarily an indication of a product quality deficiency. Although a definitive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a quality deficiency associated with the product. A review of the device lot history record and a query of the complaint handling database could not be performed because the lot number was not provided and the device was not available for analysis.